Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high/low alarm issue was reported with the freestyle libre 2 sensor. A caller reported that the sensor failed to alarm when the customer¿s blood was low and as a result, the customer experienced convulsion and had a medical event. It was further reported that a capillary result of 25 mg/dl was obtained on an unspecified device but no treatment information was provided. Adc contacted the hospital¿s nurse for additional information however, the nurse could not provide further information as they indicated that they were not present at the time of the customer¿s medical event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and sensor kits, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high/low alarm issue was reported with the freestyle libre 2 sensor. A caller reported that the sensor failed to alarm when the customer¿s blood was low and as a result, the customer experienced convulsion and had a medical event. It was further reported that a capillary result of 25 mg/dl was obtained on an unspecified device but no treatment information was provided. Adc contacted the hospital¿s nurse for additional information however, the nurse could not provide further information as they indicated that they were not present at the time of the customer¿s medical event. There was no report of death or permanent injury associated with this event.